Event description:
Healthcare professional reported unspecified side "breakage" and "crack was found on the magnet part of shell and the boundary of shell-only portion." Tissue expander was explanted and replaced with implant.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening on the anterior. A leak test and microscopic analysis was performed which identified a sharp opening on the anterior and brown particles in the inner shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is sharp opening on anterior assessed as an unidentified (tear) opening.

Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicated that all devices within the work order were released in accordance with allergan procedures, and no anomalies were found in the documents related to the reported event. No device analysis was performed as the device would not be returned. The event of opening on border of insert to shell bond area was confirmed through photos. According to the current risk documents the event of leakage (or opening) in the insert/shell assembly process was a known failure mode and manufacturing process controls and inspections are stablished to reduce the incidence of this failure mode. The event was presented to the CAPA steering committee and it was decided to open CAPA 348208 to address the event of openings in insert to shell bond area. During the trend review of all complaints with an opening on border of insert to shell bond area for tissue expander for the period of feb/2019 through jan/2021, an outlier was noted in oct/2019; however, all the events were being captured in CAPA 348208.

Event description:
Healthcare professional reported unspecified side "breakage" and "crack was found on the magnet part of shell and the boundary of shell-only portion." Tissue expander was explanted and replaced with implant.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photos identified yellow particle material on the shell and an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unspecified side "breakage" and "crack was found on the magnet part of shell and the boundary of shell-only portion." Tissue expander was explanted and replaced with implant.